Manufacturer narrative:
The manufacturer previously reported information alleging a leak from the exhalation valve on a ventilator. The me replaced the circuit, but the issue remained. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, no anomaly was found in the device. The log was checked and there were no error logs found. The device was determined to be normal and passed all operational checking and testing. A supplemental final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a leak from the exhalation valve on a ventilator. The me replaced the circuit but the issue remains. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.